Event description:
Ous MDR - it was reported that the ICD, 45 months after implantation, had detected vf episodes due to oversensing. The lead was explanted and damaged in the process. An insulation defect was suspected. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
During the analysis, the properties of the lead and the ICD were examined. The returned ICD and the device memory data were analyzed. In the available iegms, interference in the ventricular and the far-field channel were noted, which confirms the clinical observation. However, the ICD proved to be fully functional during the analysis. The analysis of the lead showed damage to the insulation in the distal area, which is probably the cause of the clinically observed sensing interference. The observed damage manifestation requires significant mechanical stress on the lead in the implanted state over a longer period of time. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.